Manufacturer narrative:
Implant date 2015. Exact date is unknown.

Event description:
A report was received that the patient went to the emergency room for a suspected scar infection at the site of the leads, and pain at site of clik anchor. Physician decided to perform a procedure to assess the issue and found the clik anchor without a suture, so he removed bad tissue and placed a new suture using same clik anchor. The physician also took a culture and found the patient did not have any infection present, but patient was administered antibiotics. Patient was doing fine post operatively.